Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). On an unreported date, the patient stopped taking antibiotics (further details not reported). The patient recovered from the peritonitis (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the patient did not wear a mask while performing pd therapy. One day after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ceftazidime injection (500 milligram, frequency and route not reported) and amikacin (125 mg, frequency and route not reported). At the time of this report the peritonitis was resolving and the patient was recovering. Action taken with the dianeal therapy was not reported. No additional information is available at this time.